Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a stent placement procedure for treatment of a severe calcified lesion in the right sfa, a sound like a cut was heard and the stent could not be released any further after being deployed 140 mm. Then the grip was disassembled and the inner wire was caught by the user to continue with the stent deployment. However, the wire ruptured and a surgical incision was performed to remove the delivery system sheath. Then the residual stent was deployed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. During the stent deployment process, the breakage of a force transmitting joint in the distal catheter section led to the reported deployment failure. The stent was found to be completely released which matches the event information of the stent being finally released after system manipulation. However, as the sample was returned in very poor condition, further investigation was not possible and the event could not be reproduced in its entirety. As no images were provided, no indication for a relation between the device and the reported vessel occlusion was identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported deployment issue may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Reportedly, the iliac bifurcation had a steep angle which made tracking of the system difficult and the lesion was hard to cross. Reportedly, the lesion had been pre-dilated. The reported event also may be use-related as rough handling of the device especially during unpacking can lead to deformation and subsequent release force increase. The reported restenosis of the lesion may be caused by various factors. In this case, no indication for a device-relation was found. The patient's general condition, the medication post stent implantation as well as the vessel anatomy may be potential contributing factors to the reported event. In this case, the reported difficulties in deploying the stent may be further contributing factor to the restenosis of the treated lesion. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The IFU and the packaging labels indicate that a 0.035'' guide wire is required for the procedure. Also the IFU states that arterial occlusion and restenosis are potential adverse events that may occur.

Event description:
It was reported that during a stent placement procedure for treatment of a severe calcified lesion in the right sfa, a sound like a cut was heard and the stent could not be released any further after being deployed 140 mm. Then the grip was disassembled and the inner wire was caught by the user to continue with the stent deployment. However, the wire ruptured and a surgical incision was performed to remove the delivery system sheath. Then the residual stent was deployed.